Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 16-jul-2027, UDI#: (B)(4); product ID: etlw1624c146ee, serial/lot #: (B)(6), ubd: 23-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as a part of a post-market study. It was reported that at completion angiography, an endoleak of undetermined type was observed. The sponsor assessed the endoleak as possibly related to the procedure and the devices. No additional medical intervention was performed. No additional clinical sequalae were provided and the patient will be monitored.